Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer changed pump supplies to address the issues. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.